Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 50 ml bd plastipak¿ luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: leakage during preparation at the plunger of the syringe. What happened? Leakage at the plunger. Why is it a problem? Broken syringe. When detected? During the preparation. Who detected? Client. Where detected? Client. How detected? Visual. How many bad parts? (Precise delivery date, supplier batch, cardboard/reel number) 1 pcs.

Event description:
It was reported that the 50 ml bd plastipak¿ luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: leakage during preparation at the plunger of the syringe - what happened? Leakage at the plunger. -why is it a problem? Broken syringe. - when detected? During the preparation. -who detected? Client. -where detected? Client. - how detected? Visual. - how many bad parts? (Precise delivery date, supplier batch, cardboard/reel number) 1 pcs.

Manufacturer narrative:
H6: investigation summary. No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1707354, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. No issues were identified during inspections performed for this lot. Based on the available information we are not able to determine a root cause at this time.